Manufacturer narrative:
The calcium reagent lot number was 81494101, with an expiration date of 31-oct-2025. The customer ran precision studies, but this failed. Calibration and controls were acceptable. The field service engineer determined the issue was caused by a dirty sample probe. The customer cleaned the sample probe and performed probe wash maintenance. Rinse volumes were checked. The customer ran calibration and additional precision studies. The investigation determined the customer's actions of cleaning the sample probe resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas c 503 analytical unit. The sample was poured into a false bottom tube and initially resulted in a calcium value of 5.9 mg/dl. The doctor questioned the value so the original tube of the sample was repeated. The repeat calcium value was 8.4 mg/dl. The sample was repeated again, resulting in a value of 9.3 mg/dl. The 9.3 mg/dl value was deemed correct as it matched the patient's previous value.